Event description:
After deployment of a coronary stent, difficulty was encountered removing the balloon catheter from the stent. After much manipulation and deep seating the guide, the delivery device was removed. Patient status is listed as "okay".